Event description:
It is reported that during surgery on (B) (6) 2009, while screwing manually cancellous screws, the first one broke in 2 points where as the second one in 1 point. Part of the first one (broke in 2 parts) has been left in the pt.

Manufacturer narrative:
Eval summary: no product was returned due to being held for a period of time. The devices will be returned in late 2009. No x-rays or operative notes were returned for review. When the product is released and returned to zimmer warsaw we will be able to check for material hardness and perform sem analysis. Until then, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened zimmer, inc. Considers the investigation closed.